Manufacturer narrative:
Additional information: there were no challenges with the location of the tip prior to the initial delivery of the adhesive - it was 5cm caudal to the sfj. No update on the patient status, at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Duplicate event reported, please refer to report: 9612164-2019-03142. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient with a rare form of rheumatoid arthritis (ra) and receives immune-modulating infusions had entire great saphenous vein (gsv) treated with venaseal. One day post procedure the patient received an infusion for the ra. 3 days post infusion the patient broke out in mild hives and itching over her trunk, shoulders and arms. The physician carrying out the infusion deemed the cause was secondary to the infusion treatment and not the venaseal treatment and placed her on oral steroids and pain medication. The venaseal physician believes this is the case as well. Patient will be observed and may be prescribed topical steroid if needed. Patient also has some mild redness over the venaseal treated vein.